Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have been on this for a couple of months now and they cannot find a setting that was working. Patient said they were still with disposable panties because the therapy was not quite working as they had hoped it would. Agent asked the patient if they were having any kind of improvement on their symptoms as they were before the implant and the patient said it was a little bit improved but not much, not a 50% improvement. Patient also said they have not had any time where they felt stimulation comfortable enough to wear regular underwear since they have had the implant. Patient stated they can feel stimulation sensation at times and they know it was not supposed to do that but they did not for the first time. Patient mentioned they tried increasing intensity b ut that did not seem to help. The patient was redirected to their healthcare provider (hcp) to further address the issue.